Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Faulty head section weldment arm.

Manufacturer narrative:
The device was returned and it was found that the bracket for foot motor is not aligned causing the motor to drop when its moving.

Event description:
Faulty head section weldment arm.